Manufacturer narrative:
Cmp(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, the humeral bearing would not seat properly into the humeral tray. A second humeral bearing was used without incident. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual analysis reveals that there are scratches and gouges on the locking mechanism of the bearing, indicating an attempt to impact the bearing into the tray. A dimensional analysis of the locking features was not completed as the dimensions are likely affected by the attempt to assemble the bearing to the tray. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.